Event description:
It was reported that the+21.0 diopter (B)(4) single piece collamer lens tore as it was being inserted and kept tearing. As the doctor removed the lens it was torn into pieces. Another lens was successfully implanted. The reporter stated the cause of the event was a loading error.

Manufacturer narrative:
(B)(4). Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).